Event description:
As reported, it was not possible to detach the coil, even when the connecting cable and the detachment control box were replaced.

Manufacturer narrative:
Concomitant devices used: unknown connecting cable and detachment control box. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was not possible to detach the 7 mm x 13.9 cm micrusphere 10 platinum microcoil, even with changing of the connection cable and the box. The coil was removed without unintended detachment. The procedure was completed with another coil. The target site was the anterior communicating artery. It was reported that the pre-deployment test as outlined in the instructions for use was not performed. An adequate continuous flush was maintained through the excelsior sl10 microcatheter which was used to deliver the coil. No resistance was encountered during use. The detachment button was pressed repeatedly. The product codes and lot numbers of the connecting cable and detachment control box used with attempt to detach the coil are not known. The connecting cable and detachment control box are not available for analysis and the lot numbers are not known; therefore, the device history records cannot be reviewed. Without the return of the devices for analysis, a definitive conclusion regarding possible contribution to the reported failure to detach cannot be determined. Therefore, no corrective actions will be taken at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The microcoil system was returned severely damage some of which appears to be from post-procedural handling. The coil was returned stretched and entangled. There are multiple severe kinks found to the delivery wire. The braid has been severely knotted and entangled. The detachment fiber did not receive heat and melt. The distal end of the outer sheath has compression damage. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils non-detachment was due to a fracture of the solder joint connection located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. It was stated that a pre-deployment test was not performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ all devices undergo multiple electrical checks before reaching the final packaging. Although a definitive cause of the damage found to the solder joint connection which is a likely root cause of the inability to detach the coil cannot be determined. With review of the device history records and analysis there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The microcoil system was returned severely damage from post-procedural handling. The coil was returned stretched and entangled. There are multiple severe kinks found to the delivery wire. The braid has been severely knotted and entangled. The detachment fiber did not receive heat and melt. The distal end of the outer sheath has compression damage. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils non-detachment was due to a fracture of the solder joint connection located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. It was stated that a pre-deployment test was not performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.